Event description:
Patient's left acetabular component was loose, revised to a tritanium revision cup.

Manufacturer narrative:
An event regarding acetabular loosening involving a trident shell was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient's left acetabular component was loose, revised to a tritanium revision cup.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Hospital policy.